Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a physician was having programming difficulties with his programming system. A company representative was present and he checked the connections as well as replaced the 9 volt battery on the wand, but the issue prevailed. Further information received revealed that they were not sure if it was a serial cable problem or wand problem. The product was returned to the manufacturer and underwent product analysis. Product analysis revealed that the serial cable on the wand had an intermittent conductor which produced the communication errors. Replacing the serial cable with a known good serial cable resolved the communication errors.